Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 194324 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ 194324, test base part number 195-430h/ lot 191116. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 194324 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination.b5 h3 other text : single-use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2023 using nasal swab. Pcr confirmation testing was performed and generated a negative result on (B)(6) 2023. The consumer stated the patient was symptomatic (sneezing, cold and cough and also fluctuations in body temperature) no additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2023 using nasal swab. Pcr confirmation testing was performed and generated a negative result. The consumer stated the patient was symptomatic (sneezing, cold and cough and also fluctuations in body temperature) no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use, device discarded.